Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, a problem was encountered implanting the lens surgically due to one of the haptics getting stuck in the cartridge, which caused it to break upon implantation. The surgeon also reported a problem inserting the cartridge into the injector. The lens was subsequently removed by the surgeon and replaced with another during the initial procedure. Additional information received and stated that there was no patient impact and the defective lens was removed and the procedure was completed on the same day, it was stated that patient was recovered.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. Correction information was provided in h.11. F1905 patient health impact code was missed to be submitted in supplemental medical device report (smdr) 1. The lens was returned in the company cartridge. Viscoelastic was observed in the cartridge. The lens was returned placed sideways into the loading area for return. The broken trailing haptic was in the cartridge tip. The cartridge had evidence of placement it a handpiece. The company cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. The returned company cartridge was placed in a company handpiece with no abnormalities observed. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Qualified associated products were indicated. The root cause for the reported issue could not be determined. No problems were found with the returned company cartridge. The returned company cartridge was placed in a company handpiece with no abnormalities observed. Top coat dye stain testing was conducted with acceptable results. The reported broken haptic was observed. The broken haptic was returned in the tip of the company cartridge. The tip of the haptic was oriented toward the loading area. This position may indicate the trailing haptic was not properly folded. The physician reported a problem inserting the cartridge into the injector and mentioned that one of the lens's haptics got stuck in the cartridge. If the cartridge was not properly seated this could have caused the lens/plunger to advance incorrectly. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs to slide the cartridge fully forward into the handpiece slot until it is secured firmly into position. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The intraocular lens (iol) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned. A photo was provided that showed a lens case and a company cartridge inside a plastic bag. A yellow intraocular lens (iol) was visible in the loading area of the company cartridge. What appeared to be blood/solution was visible at the cartridge tip. Due to the light reflection on the plastic bag, no details of the iol could be observed. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. A determination cannot be made without physical examination of the products. No details could be determined from the provided photo. The physician reported a problem inserting the cartridge into the injector and mentioned that one of the lens's haptics got stuck in the cartridge. If the cartridge was not properly seated this could have caused the lens/plunger to advance incorrectly. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs to slide the cartridge fully forward into the handpiece slot until it is secured firmly into position. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.